Event description:
The complainant reported an under-delivery of feeding for an adult male patient with a medical history of throat cancer and no condition associated with a potential for hypoglycemia. The patient was using a companion pump, list #84, the pump was intended to delivery 420 ml; however, the pump delivered approximately 200 ml as determined by visual assessment the remainder of the feeding was delivery as a bolus dose. The pump was replaced with another pump. There was no report of serious injury or illness associated with the event.